Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s. It was confirmed that the s1 screws were loosening. A revision surgery was scheduled. The surgeon commented that the implanted screws at s1 were in an improper position at the initial surgery, also the patient had poor bone quality. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.